Manufacturer narrative:
The customer was advised to make sure qc lock and "check 2sd range" settings were switched on, then perform a controlled shutdown of the systems to ensure the settings are locked in. The investigation is ongoing.

Event description:
The initial reporter stated there was a software issue with four of their cobas b 221 6 systems. The specific date of the event is not known. The customer alleges that internal quality control locks set up for the po2, cl, glucose, and lactose assays were deactivated. This allows patient measurements to be completed while internal controls are outside of range. The customer believes the issue occurred "a number of months ago", but was only noted once internal controls were unacceptable. There was no allegation of discrepant patient results due to the issue. A serial number of (B)(6) was provided for one of the affected systems. The serial numbers of the other three systems were requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect settings made by the user.